Event description:
The customer stated he was hospitalized for high blood glucose. The reported blood glucose reading during the phone call was 480 mg/dl. Prior to the hospitalization, the customer stated he was not checking his blood glucose levels frequently throughout the night and began feeling ill and vomiting. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. The insulin pump was also programmed correctly. The customer also stated he uses cold insulin, and it was explanted that he should always use insulin at room temperature. It was advised that the insulin pump was working properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.